Event description:
Boston scientific received info that his pt at been presented to the electrophysiology (ep) lab for a scheduled elective replacement of a chronic boston scientific model #217 device. The device had triggered elective replacement indicator (eri) with no allegations or complaints against the device's operation or functionality. The chronic transvenous endocardial lead sys was taken out-of-svc due to pt condition (tricuspid valve issues). The pt was scheduled for open heart surgery and the physician planned to implant a competitor device and boston scientific epicardial leads. The local rep (who was not present during the surgical procedure) was informed that the pt had died several hours after the procedure.